Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, a physical investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Additional reported 2 sensors (serial numbers unknown) have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: a pharmacist reported that a customer experienced a skin reaction with 3 adc freestyle libre sensors. It was further reported that the customer had experienced symptoms described as red, blistered, irritated, and stinging pain at the sensor insertion site. There is no report of third-party medical intervention and no further information was provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.